Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The selective common gas outlet was replaced to resolve the issue.

Event description:
The hospital reported a system malfunction error causing a loss of mechanical ventilation. There was no report of patient involvement.